Manufacturer narrative:
The device was received for evaluation. During functional testing, the device experienced system error 20602 shortly after the start of testing. Evaluation was able to hear loud noises coming from the motor. A review of the alarm log revealed system error 20602 monitor motor stall. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an issue with the lvp mechanism. The lvp mechanism will be replaced to address this issue. Full release testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device alarmed system error 20602 ( monitor motor stall ). No additional information is available.